Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient complained of the presence of a fistula six days after a right ileocolectomy procedure. The patient presented with an opened staple line. The patient died 37 days post op.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device . There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter 6 days after a right ileocolectomy surgery, the patient complained presence of fistula. The fistula was discovered due to clinical worsening and new laparotomy for the preparation of a double-barreled ileocolostomy. It evolved with a periostomal perforation and new ileocolostomy was made which collapsed in the skin and subcutaneously. There was a reintervention performed. After the 37th day of the first surgery, the patient died. The patient¿s comorbidities were anemia and obesity. The patient¿s preoperative diagnosis was right colon carcinoma. The cause of death was due to the failure of many tissues in second sepsis.